Event description:
It was reported that device alarms air in line when infusing even after priming set. No patient injury was reported.

Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. No error codes were found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as, after performing a functional test, it was found that the air detector is functioning as intended. Root cause of the reported issue is unknown as no problem was found. Recommended that full preventive maintenance be performed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired for a downstream occlusion (dso) seal. There should not be any adverse impact on the air in line detector from this repair.